Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved opening. A leak test was performed and was found one opening. A microscopic analysis identified: a curved sharp opening on stable base bond edge assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification) and two curved sharp openings on suture taps assessed as unidentified(tear) opening. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.